Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. All of the buttons became unresponsive. The patient's blood glucose at the time of incident is unknown. The caller was advised to discontinue usage of the insulin pump and revert to their medically prescribed back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on down arrow button. No button error alarm during testing. We were unable to perform any tests due to button unresponsive. The insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.